Event description:
It was reported that a flow issue occurred. The calcified target lesion was located in the popliteal superficial femoral artery (sfa). Vascular access was obtained with the patient prone via the popliteal artery. The vessel took a turn medially at the sfa/profunda bifurcation. A 2.00mm peripheral rotalink® plus was selected for treatment. Before advancing the burr into the body, it was noticed that the drive shaft sheath flowered up and was not pushing out the rotaglide-verapamil mixture at an adequate pace. The rotational speed was set at 170,000rpm and was able to reach around 160,000-180,000 rpm but had a low pitch sound was observed. The physician decided not to use the device and completed the procedure with 1.5mm burr. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The distal sheath of the catheter was observed to be stretched. This is consistent with the sheath coming in contact with the heated burr, causing the sheath to become stretched in the shape of the burr. The complaint unit was wet tested and it was found out that the device was unable to reach optimum speed as the device stalled. The complaint advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).